Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device noted dried blood in the distal tip of the catheter and balloon. During functional analysis, an attempt was made to flush and inflate the balloon; however, no inflation of the balloon was noted and no flush was seen exiting the distal tip of the catheter due to the presence of dried blood in the catheter. The device was submerged in warm water for ten minutes and another attempt was made to flush the device which was unsuccessful. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
It was reported that it was difficult to deflate the balloon. It is unknown what technique was used to safely remove the balloon from the patient's body; however, the balloon was deflated when removed from the patient. There were no clinical consequences to the patient.

Event description:
It was reported that it was difficult to deflate the balloon. It is unknown what technique was used to safely remove the balloon from the patient's body; however, the balloon was deflated when removed from the patient. There were no clinical consequences to the patient.